Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Additionally, the reported aortic root thrombus and low flow alarms could not be confirmed through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, document rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including thromboembolism (venous and arterial non-central nervous system), right heart failure, myocardial infarction, bleeding, and cardiac arrhythmia. This section also addresses pump parameters, including pump flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists thromboembolism and arrhythmia as potential late postimplant complications. Additionally, this section (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through research article, "aortic root thromboembolism and associated acute myocardial infarction in patients with contemporary durable lvads", identifying that the hm3 may be related to aortic root thrombus (art) complicated by embolic coronary artery occlusion, acute myocardial infarction (ami), and right ventricular (rv) failure. This is a case study which evaluated a 72-year-old man (case 2) who presented with ischemic cardiomyopathy and end-stage heart failure. The patient underwent hm3 left ventricular assist device (lvad) implantation as destination therapy with park¿s stitch for aortic insufficiency. The patient was not a transplant candidate due to advanced age and chronic lung disease. The patient's postoperative course was complicated by mediastinal hematoma and multiple occurrences of hemodynamically significant gastrointestinal bleeding requiring cessation of antiplatelets/anticoagulation. The patient presented on postoperative day 148 with ventricular tachycardia requiring defibrillation/ICD shock and chest pain. The patient's past medical history included chronic kidney disease and chronic obstructive lung disease. The patient had a history of ischemic cardiomyopathy. The patient's mean arterial pressure was 82 mmhg, heart rate was 86 beats/min, respiratory rate was 18 breaths/min, and the patient was afebrile. Troponin peak at time of presentation was greater than 50,000 ng/l and the international normalized ratio was 1.2. Electrocardiogram findings included st-segment depression in inferior leads and v4 through v6. Echocardiogram findings included a new onset of rv dysfunction, mild aortic insufficiency, and immobile aortic valve (park's stitch). The patient's lvad settings at baseline were as follows: pulsatility index of 2.2, power of 3.6 w, flow of 3.5 l/min, speed at 5,200 rpm, and multiple low flow episodes. In the setting of ami, the patient was referred for emergent aortic angiography which showed a large thrombus in aortic root extending into right coronary artery. Invasive hemodynamics were not available. Because of multiple prior bleeding episodes, the patient was determined to be at high risk for percutaneous or surgical thrombectomy or coronary intervention. The patient was treated conservatively with intravenous heparin. The patient resumed anticoagulation with improving symptomatic lightheadedness. Following initial presentation, the patient remained stable and their rv failure was medically managed with transthoracic echocardiogram (tte) surveillance. The patient was discharged home on warfarin.

Manufacturer narrative:
Due to system limitations; health effect - clinical code heart e06: ischemic heart disease e0612: myocardial infarction e061202. Section a and d - all the device and patient information known were provided. The other case in this article was covered under MFR# 2916596-2025-01020. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Raziye ecem akdogan, check, l., houston, b. A., carnicelli, a. P., griffin, j. M., atkins, j. L., witer, l. J., kilic, a., tedford, r. J., baker, g., manger, d., hajj, j., & rao, v. N. (2024). Aortic root thromboembolism and associated acute myocardial infarction in patients with contemporary durable lvads. Jacc case reports, 29(15), 102441¿102441. Https://doi.org/10.1016/j.jaccas.2024.102441.